Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted distribution board and a burned heater rod. The distribution board was burned and melted where it connects to the heater rod. The burned board and heater rod were noticed during machine repair after the machine was pulled from service for issues with temperature. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 13,000 hours and the biomed explained that the parts were previously replaced once approximately 7 months/2,000 machine hours ago and are not the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted distribution board and heater rod. The biomed replaced the distribution board and the heater rod, as well as the power supply as a precaution, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However a photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation confirmed the reported issue.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted distribution board and a burned heater rod. The distribution board was burned and melted where it connects to the heater rod. The burned board and heater rod were noticed during machine repair after the machine was pulled from service for issues with temperature. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 13,000 hours and the biomed explained that the parts were previously replaced once approximately 7 months/2,000 machine hours ago and are not the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted distribution board and heater rod. The biomed replaced the distribution board and the heater rod, as well as the power supply as a precaution, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.